Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: device was returned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital with a dislodged left ventricular lead. Upon interrogation, there was no capture threshold on the lead and it had a high pacing impedance. The lead was extracted and replaced. The patient was in stable condition.